Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they were injected with 50 units of botox in an unspecified area and juvéderm® in the lips. About 2 weeks later, patient had reactions in the lower lip including it being "split open, a hard particle inside the skin, a visible infection present, speaking is affected, skin necrosis, pus, dark purple discoloration, and cold to touch." Patient was seen by treating physician who noted that "it appears the injection may have occurred at a blood vessel or hair follicle". Patient received a cat scan, results not noted and is being treated with bactrim and augmentin. Event ongoing.